Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.